Event description:
Plaintiff alleges the development of a latex allergy after repeated exposure to latex gloves. He alleges experiencing rash, hives, respiratory distress, wheezing, and anaphylactic shock. He further alleges he has suffered the development of asthma and is dependent on medications with serious side effects, such as steroids. Plaintiff's wife alleges loss of consortium of her husband.